Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure on (B)(6), 2010. According to the complainant the patient had a duodenal obstruction due to a pyloric malignancy. The patient's anatomy was not tortuous. During the procedure, a therapeutic gastroscope was used to examine the stricture. A cannula and guide wire were advanced down the scope and past the stricture. The cannula was withdrawn leaving the guide wire in place. The stent delivery system was back loaded over the guide wire down the scope and past the stricture. When the physician was happy with the position of the stent delivery system, judging at the three radio opaque markers, deployment was started. At the end of deployment the stent itself did not come off the "hooks" that are on the end of the inner catheter. The outer sheath had been fully withdrawn past the last radio opaque marker, but the stent did not deploy. The physician pushed and pulled on the stent delivery system, the stent deployed; however the stent was deployed too proximally into the patient's stomach. The fully expanded stent was removed from the patient without issue using a snare. There were no serious injuries reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4). (Medical intervention required). Component code 515 relates to problem code 3009 for the reported issue of stent positioning problem the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.